Event description:
It was reported that the catheter was fractured. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. Following pre-dilation with a non-boston scientific (bsc) balloon, a 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During advancing, a catheter fracture was noted from the "middle to the back" outside patient. The device was removed normally from the patient's body. The procedure was completed with a different device. No complications were reported and patient was stable.

Event description:
It was reported that the catheter was fractured. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified coronary artery. Following pre-dilation with a non-boston scientific (bsc) balloon, a 6mmx2.50mm wolverine coronary cutting balloon was selected for use. During advancing, a catheter fracture was noted from the "middle to the back" outside patient. The device was removed normally from the patient's body. The procedure was completed with a different device. No complications were reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two pieces, there was a complete hypotube break present at 49 cm distal to the end of the strain relief. A visual examination identified that the balloon folds were in a wrapped state and had not been subject to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified a complete break at 49 cm distal to the strain relief. Multiple hypotube kinks was also identified. The markerbands and tip of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.